Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to have no failures. The unit energized and cauterized and all ports recognized instruments. The complaint was not confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The field service engineer (fse) visited the site and tested the erbe generator. Fse could not replicate the reported issue. Fse replaced the erbe generator as a precaution. Isi has received the erbe generator for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure that the bipolar energy was not working. The intuitive tech support engineer (tse) reviewed the system logs and found no errors. The tse reviewed logs and could see the bipolar readings. The surgeon stated there were getting no power and swapped ports on the erbe. The clinical sales rep (csr) stated that the customer also had a bipolar energy issue previously. The customer replaced the bipolar instrument to resolve the bipolar firing issue. There were no reports of patient injury. Intuitive surgical, inc. (Isi) has made a followed up with the customer and received the following additional information: system functionality was checked upon powering on the system, and no errors were noted. To resolve the issue, the customer changed the bipolar cords, changed the bipolar instruments, and changed the tissue amount in the jaws of the instrument. The procedure was completed robotically, with monopolar energy. The procedure was completed with the same generator.